Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, an instrument had a fragment that fell into the patient. The piece was retrieved on another procedure. There was no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received additional information from the reporter. The maryland bipolar forceps instrument wrist cable was damaged. There was no patient injury. Procedure was completed robotically. There was no report of fragment falling inside the patient.